Event description:
Pt receiving IV nitorglycerin & heparin via pump. Air collection chamber filled with fluid, caused alarm. Chamber emptied, 45min later filled again and alarmed. Pt. Complained of chest pain. Pump taken off pt no further problem for pt.